Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that this device was exhibiting early battery depletion behavior. Reprogramming changes were made to preserve the life of the battery; however, the device is showing only 3 years remaining. There are no excessive parameters observed that could be contributing to the battery depletion. The device is currently using 240% battery power. A copy of device memory was saved and submitted to boston scientific technical services for analysis. Engineering review of device data confirmed premature depletion. The power consumption has been increasing during the past year, and is expected to continue to increase. Due to this anomaly, a technical services consultant recommended device replacement. This device currently remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that this device was exhibiting early battery depletion behavior. Reprogramming changes were made to preserve the life of the battery; however, the device is showing only 3 years remaining. There are no excessive parameters observed that could be contributing to the battery depletion. The device is currently using 240% battery power. A copy of device memory was saved and submitted to boston scientific technical services for analysis. Engineering review of device data confirmed premature depletion. The power consumption has been increasing during the past year, and is expected to continue to increase. Due to this anomaly, a technical services consultant recommended device replacement. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. The device was replaced at sutherland hospital by dr. (B)(6).

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.